Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation. Medical record was provided for review. The medical records allege that, the patient underwent the port placement procedure for fourth time for long term central venous access. Two weeks and two days after implant, patient presented due to concerns for persistent tenderness and swelling over the port-a-cath in the right chest. She had originally had a large hematoma that was diagnosed while in the hospital and then went to day to the infusion center but again due to concerns for tenderness over the site. A computed tomography of thorax with contrast study was performed which showed right internal jugular port-a-cath in place. One week later, patient presented with the complaints of purulent drainage from her port-a-cath and pain, swelling to the right chest area surrounding the port as well as concurrent right neck pain. She states seeing her primary for this and given outpatient antibiotics without improvement. He reports fevers and chills at home. A computed tomography of thorax with contrast study was performed which showed right chest port in place and fluid collection surrounding the port and may represent seroma, hematoma or abscess. The catheter tip was in the lower superior vena cava. She was diagnosed as infected subclavian port with abscess. She was started on clindamycin and admitted for further antibiotics and possible drainage of abscess. Two days later, patient underwent port removal procedure for port infection. Patient reports doing well and denies pain to the right chest area. Her catheter tip culture with final results showed no gross. She was discharged two days later after explant. Therefore, it can be confirmed that the patient experienced swelling, hematoma, pain, abscess, infection and purulent discharge. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately three weeks and four days post port placement procedure, the patient developed with swelling, hematoma, pain, abscess and unspecified infection. It was further reported that the infected port was removed and new port has been implanted. The current status of the patient was unknown.